Event description:
It was reported to medtronic minimed that crack in the insulin pump. The customer reported no adverse event. Troubleshooting was performed and instructed customer that pump will be replaced. The event involved product(s) mmt-1781k. No harm requiring medical intervention was reported. The customer discontinued use of the device and mmt-1781k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a cracked retainer ring. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, serial number label missing, end cap address label missing and cracked retainer. Cosmetic damage was confirmed at the belt clip rails. Cracked retainer ring damage was confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.